Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on 2020-06-26 via medwatch # mw5095252. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was observed to be perforated when priming the infusion set. Medwatch report# mw5095252 was filed in response to this event. The following information was provided by the initial reporter: "when priming bd alaris pump infusion set, noted perforation in tubing below roller clamp FDA safety report ID# (B)(4)".

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was observed to be perforated when priming the infusion set. Medwatch report# mw5095252 was filed in response to this event. The following information was provided by the initial reporter: "when priming bd alaris pump infusion set, noted perforation in tubing below roller clamp.

Manufacturer narrative:
Investigation: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed. A device history record review for model 2420-0500 lot number 20053095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing damaged with lot #20053095 regarding item #2420-0500.